Manufacturer narrative:
A search for non-conformances associated with this part/lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device. Investigation is ongoing.

Event description:
It was reported that during the procedure, as the coil was being deployed through a 4fr glidecath for an aneurysm embolization case, the coil would not advance through the catheter and the pusher wire detached prematurely from the coil. No reported injury to the patient.

Manufacturer narrative:
H10: the investigation of the returned coil system found the implant to be separated from the pusher and stuck inside the returned microcatheter. Investigation on the microcatheter found the body damaged 28" from the distal end. The implant was removed from the microcatheter and found the coil completely stretched at proximal. No indication using a detachment controller was found on the pusher's heater coil. The investigation found the pusher's monofilament with a tensile break shape at the tip indicating the device was experiencing excessive force that exceeded the strength of the monofilament causing the implant to separate from the pusher. The physical evaluation of the device could not identify the conditions or circumstances that led to the damage, but the damage is consistent with the device experiencing forces over specification. The instructions for use (IFU) identifies premature coil detachment as a potential complication associated with use of the device.